Manufacturer narrative:
The c1535 marker is a biopsy site identifier used to provide an imagable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable plastic applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. On 05/04/2016, one c1535 micromark clip, lot number f11513109d1, was received from the customer for analysis. Visual inspection of the device confirmed that the marker had been deployed and the flexible applicator was damaged. A 16.12mm piece of the flexible applicator was missing. Through further investigation, components from the broken applicator were found within the probe and measured 12.78mm. There was an additional piece of the applicator found within the probe that was highly compressed, suggesting that it was the remaining 3.34mm. The root cause could not be confirmed, however, one possible scenario for this event is the continuation of insertion beyond the point of significant resistance as described in the IFU. The customer confirmed that the biopsy site was marked, however they were concerned that the missing pieces of the applicator remained inside the patient. Based on device analysis and reported event description, it is unlikely that any pieces of the applicator remained inside the patient. However, this event has the potential to result in an additional procedure to remove the applicator and the potential for patient consequence, we are submitting this medwatch report.

Event description:
The affiliate reported that after sampling the tissue, the clip was successfully deployed. However, when the doctor pulled the c1535 the tip of the flexible introducer was broken. At the time the doctor believed that the tip of the flexible introducer remained inside the patient's breast but the doctor found the white material tip on the distal end of the introducer and not inside the patient.